Manufacturer narrative:
Results: the catrx was kinked approximately 15.0, 50.5, 60.0, 90.0, 96.5 and 139.0 ¿ 140.5 cm from the hub. The device was fractured approximately 116.0 cm from the hub. The device was stretched from approximately 119.0 ¿ 119.5 cm from the hub. Conclusions: evaluation of the returned catrx confirmed a fracture and stretching. If the device is forcefully advanced over a guidewire against resistance, damage such as these may occur. Further evaluation revealed a distal kink. If the catrx is kinked prior to advancement of the device over the guidewire, resistance may be experienced while advancing. This damage was not mentioned in the reported complaint. Based on the returned condition of the catrx and the guidewire not being returned for evaluation, the device could not be functionally tested; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed additional kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician and hospital technologist experienced resistance after placing an indigo system cat rx (catrx) over a guidewire and the catrx fractured into two pieces. The damage to the catrx occurred prior to use and, therefore, it was no used in the procedure. The procedure was completed using another catheter and the same wire.